Event description:
During testing, it was reported that the attachment over-heated. There was no pt involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The drill attachment was returned to the manufacturer and the complaint was confirmed. Internal components were evaluated, which revealed corrosion and foreign debris contamination within the device, including the bearings. The presence of corrosion and debris can lead to increased friction among rotating components, resulting in heat being generated.